Manufacturer narrative:
Reviewing both lots, this was a 1 for 1 swap of a single component of hip liners within the lot. The remainder of parts in the lots are not affected, therefore no further remedial action is required. After review of production records, the two lots affected went through cleaning at the same time prior to packaging.

Event description:
Standard acetabular liner, group c, 36mm was intended to be used but the box was mislabeled and the surgeon put in a lipped, group c, 36mm instead - hdl-060-c22l-000101. The surgeon removed the cup and opened a new liner, placing a larger cup and standard liner causing a delay in surgery.